Event description:
Had surgical stitches in place for a vaginal cuff and repair a tear from vagina to rectum. Developed a reaction to the stitches and skin didn't allow stitch to stay in place. Had to heal without stitches. Noticed stitches were dark compared to the previous stitches I had from two child births. Blue dye which leads me to believe I had a reaction to the new stitch. My doctor stated on july 7th she only say one other case like this with new stitches. This delayed my healing and going back to work. I was told I may have to go back in to surgery if it doesn't heal on its own. Doctor removed the vaginal stitches and open to air. Stitches weren't working anyway. Pain and very uncomfortable. Have never had this issue with the other two surgeries.